Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "improper shutdown/turn off" was reproduced. A review of the event history log revealed improper shutdown message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery pin contact on the rear case. The dried liquid substance on the back flex battery contact pin is the cause of depressed /jammed. The back flex battery contact pin will be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without any user input. This occurred before use in the medicine ii department. There was no patient involvement. No additional information is available.